Manufacturer narrative:
Section b5, d4, e3, e4, h3, h4, h8: additional information. Manufacturer¿s investigation conclusion: no device related issues were identified during the evaluation of (B)(6). The evaluation of the submitted log files confirmed the reported pump stop; however, a specific cause for this finding could not be conclusively determined through the analysis of the returned portion of the driveline. Furthermore, a specific cause of the patient¿s reported driveline infection and palpitations could not be conclusively determined through this investigation. The submitted system controller log files captured 1 pump stoppage event on (B)(6) 2019. This pump stoppage occurred while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. The inlet tube and the proximal half of the inflow conduit flex section were returned detached from the device. The distal half of the inflow conduit flex section and the inlet elbow were returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Microscopic inspection of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. Hipot testing could not be performed as only a 1 inch segment of the eriveline was returned. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The evaluation did not reveal a device-related issue that would have contributed to the reported pump stop. The location of the suspected driveline wire compromise could not be determined; however, approximately 1 inch of the driveline was returned. Based on the total length of the driveline measuring 38 inches in length, approximately 37 inches of the driveline was not returned for analysis and a potential wire compromise on that portion of the lead could not be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information. It was reported that the patient also experienced a driveline infection that contributed to the decision to exchange the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient received a pump exchange on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information. The device was received for evaluation. Additional information was request, however was not provided.

Manufacturer narrative:
The approximate age of device: 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported low flows with speeds of 0 rpm were observed. Patient had complaints of palpitations. Technical services reviewed the submitted log files, and a pump stoppage were confirmed. On (B)(6) 2019, it was reported that the patient was placed on ungrounded cable, no new events since placement. The x-ray images appear unremarkable. There does not appear to be any further alarms observed in the log file after (B)(6) 2019 at 2:31 to the end of the log file. On (B)(6) 2019, it was reported that patient also has a driveline infection which is contributing to their decision to exchange the pump. On (B)(6) 2019, it was reported that patient will be discharged home on an ungrounded patient cable and the team will discuss to determine next steps. No additional information was provided.